Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged almost across its entire length with stent struts distorted and bunched. The stent moved distally on the balloon over the distal markerband, exposing the balloon wall on the proximal side for 7mm. The stent protector inner diameter was measured which is within the specified inside diameter of the stent protector. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is mostly likely that stent damage and movement occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a severe kink at the port exit site. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and stent moved on balloon. A 2.50 x 28 synergy¿ drug-eluting stent (des) was selected to treat the lesion. The device was taken out from the protection hoop however, upon loading the device on the guide wire, it was noted that the distal stent was slightly lifted and moved from the marker. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent moved on balloon. A 2.50 x 28 synergy drug-eluting stent (des) was selected to treat the lesion. The device was taken out from the protection hoop however, upon loading the device on the guide wire, it was noted that the distal stent was slightly lifted and moved from the marker. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.